Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the lot number? Slbamp. Note: related events reported via 2210968-2023-01082, and 2210968-2023-01083.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2023 and suture was used. During the procedure, the suture snapped. Another like device was used. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.